Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 14-apr-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Although retained cartridges could not be tested as the lot expired on 31-dec-2025, previous retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot a25114.

Event description:
On 26-feb-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a 43 year old male patient with chest pain. There was no additional patient information. No results were provided at the time of initial call. Return product is not available for investigation. Results received on received: method date collected tested results sample pos/neg cobas (B)(6) 2025 1947 1953 9 art neg I-stat (b)(6_2025 ni 2001 76.5 art pos cobas (B)(6) 2025 2155 2204 9 art neg cobas (B)(6) 2025 0655 1442 12 art neg. Facility positive cut-off: I-stat troponin test: 21 cobas male >=22 ng/l. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml) female 490 13 (10, 17) male 404 28 (19, 58) overall 895 21 (14, 30).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.